Manufacturer narrative:
Approximate age of device ¿ 5 years and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2018 with an acute stroke with symptoms including expressive aphasia, facial droop and bilateral hand weakness. On (B)(6)2018, head computed tomography scan was negative for acute process and positive for hypodensity of the left basal ganglia consistent with chronic stroke. Inr was 2.1. On (B)(6) 2018, the patient was discharged to home after symptoms improved. Aphasia remained as of (B)(6) 2018.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.